Manufacturer narrative:
Claim #(B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticmo13.2 implantable collamer lens, -17.50/+1.0/069 (sphere/cylinder/axis), within the same surgery due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved. Cause of the event was unknown.